Event description:
Reporter alleged, obtaining discrepant blood glucose values of 551 mg/dl back to back with a result of 119 mg/dl, when testing was performed within 2 minutes on the aviva system. Reporter stated, she was experiencing hypoglycemic symptoms during the time of testing and self treated with food. No other actions were reported taken or treatment received. The suspect product was not returned to the MFR for evaluation.